Event description:
Hcp reported the pt presented with an infection. The device was explanted-unk date. The device was replaced in 2004. A followup report will be sent when additional info is obtained.